Event description:
The customer observed a falsely decreased total bilirubin result generated on the architect c4000 analyzer for one patient. The result was not reported out. The customer repeated the sample on the same analyzer which generated a higher result. The following data was provided: initial result processed on (B)(6) 2024 = <0.2 repeat result = 6 mg/dl. Normal range = 0.2-1.2 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the cuvette segment, no cuvettes (rohs) (7-207043-01) was broken preventing the cuvette from properly washing. To resolve the issue the fsr replaced the cuvette segment, no cuvettes (rohs) (7-207043-01) and the arc c8k cuv pr 1 pair (01g46-02). Part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The cuvette segment, no cuvettes (rohs) (7-207043-01) and the arc c8k cuv pr 1 pair (01g46-02) were determined to be the likely causes of the result issues. The instrument service history review revealed no additional service tickets associated with discrepant patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data in the product monitoring review revealed no systemic issues or trends related to the result issue described in this complaint. Device history record review did not identify any non-conformances or deviations with the architect c4000 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000, serial number (B)(6), or the cuvette segment, no cuvettes (rohs) (7-207043-01) and the arc c8k cuv pr 1 pair (01g46-02) were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely decreased total bilirubin result generated on the architect c4000 analyzer for one patient. The result was not reported out. The customer repeated the sample on the same analyzer which generated a higher result. The following data was provided: initial result processed on (B)(6) 2024 = <0.2 repeat result = 6 mg/dl normal range = 0.2-1.2 mg/dl no impact to patient management was reported.